Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician opened the packaging for the penumbra system reperfusion catheter 032 and found that the catheter was kinked. Another catheter was used successfully.